Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal end lead crimp. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon attempting to reposition the lead the physician was unable to retract the helix. The lead was subsequently extracted and an alternate lead implanted without issue. No adverse patient effects were reported.